Event description:
The customer reported that the sys locked up during use and failed to properly save pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard disk drive was evaluated and replaced. The sys software and calibrations were also reloaded. The sys was tested and found to be working as intended and returned to svc.